Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, versacross connect for faradrive was selected for use. The patient has scoliosis, access was slightly difficult and venous anatomy was tortuous from femoral site to inferior vena cava (ivc). The versacross rf wire was placed in the superior vena cava (svc) and the faradrive sheath with versacross dilator was advanced into into it over the wire without issue. Intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle (rv) and a small effusion was observed. Under fluoroscopic and ice guidance, the faradrive sheath was withdrawn from the (svc) and down onto the septum. A 15,000 unit bolus of heparin was given and 2500 unit/hour heparin drip was started. While moving down the septum the sheath and dilator passed into the left atrium (la) with no force with the use of radio frequency energy (possibly due to atrial septal defect or patent foramen ovale). The location on the septum appeared to be low and at the level of the pulmonary veins. The rf wire was advanced and visualized properly on ice in the left atrium (la). The sheath and dilator were pulled back into the right atrium (ra) with the wire still in the la, and it was not possible to visualize both devices. Ice was advanced into the la and confirmed by visualizing the mitral valve, left atrial appendage and left pulmonary veins. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. The rf wire and sheath were advanced to the atrial septum and positioned slightly anterior and superior to the first location. The ice catheter was advanced into the rv and it was then observed that the baseline effusion had grown larger. The procedure was cancelled, 50 mg of protamine were given to the patient and was taken for a pericardiocentesis and approximately 400 to 450ml of blood was removed. A drain was placed and sutured in place, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device is expected to return for analysis. There was no tenting on the septum with the rf wire, which was not advanced out of the sheath and dilator until confirmed they had fallen over to the left atrium. Based on ice images during the case it looked to be a low, posterior asd. A tee or new echo imaging has not been performed since the case to confirm or deny this. Unable to locate exact location for a perforation, assumed to be the cause since the baseline effusion grew in size. Patient did not require surgical intervention. Drop in blood pressure and increase in heart rate was noted. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event.

Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, versacross connect for faradrive was selected for use. The patient has scoliosis, access was slightly difficult and venous anatomy was tortuous from femoral site to inferior vena cava (ivc). The versacross rf wire was placed in the superior vena cava (svc) and the faradrive sheath with versacross dilator was advanced into it over the wire without issue. Intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle (rv) and a small effusion was observed. Under fluoroscopic and ice guidance, the faradrive sheath was withdrawn from the (svc) and down onto the septum. A 15,000 unit bolus of heparin was given and 2500 unit/hour heparin drip was started. While moving down the septum the sheath and dilator passed into the left atrium (la) with no force with the use of radio frequency energy (possibly due to atrial septal defect or patent foramen ovale). The location on the septum appeared to be low and at the level of the pulmonary veins. The rf wire was advanced and visualized properly on ice in the left atrium (la). The sheath and dilator were pulled back into the right atrium (ra) with the wire still in the la, and it was not possible to visualize both devices. Ice was advanced into the la and confirmed by visualizing the mitral valve, left atrial appendage and left pulmonary veins. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. The rf wire and sheath were advanced to the atrial septum and positioned slightly anterior and superior to the first location. The ice catheter was advanced into the rv and it was then observed that the baseline effusion had grown larger. The procedure was cancelled, 50 mg of protamine were given to the patient and was taken for a pericardiocentesis and approximately 400 to 450ml of blood was removed. A drain was placed and sutured in place, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device is expected to return for analysis. There was no tenting on the septum with the rf wire, which was not advanced out of the sheath and dilator until confirmed they had fallen over to the left atrium. Based on ice images during the case it looked to be a low, posterior asd. A tee or new echo imaging has not been performed since the case to confirm or deny this. Unable to locate exact location for a perforation, assumed to be the cause since the baseline effusion grew in size. Patient did not require surgical intervention. Drop in blood pressure and increase in heart rate was noted. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event. It has been further reported that the patient was discharged home.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the dilator passed the visual inspection, since no tip major damage/sharp edge and presence of tip coil was confirmed. A minor scuffing at tip was revealed, but it is not suspected that this issue have contributed to the event, as it is not visible by naked eye. Also, no issues flushing were noted. The reported allegations are not confirmed as the returned device showed nothing that would contribute to the event.

Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, versacross connect for faradrive was selected for use. The patient has scoliosis, access was slightly difficult and venous anatomy was tortuous from femoral site to inferior vena cava (ivc). The versacross rf wire was placed in the superior vena cava (svc) and the faradrive sheath with versacross dilator was advanced into into it over the wire without issue. Intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle (rv) and a small effusion was observed. Under fluoroscopic and ice guidance, the faradrive sheath was withdrawn from the (svc) and down onto the septum. A 15,000 unit bolus of heparin was given and 2500 unit/hour heparin drip was started. While moving down the septum the sheath and dilator passed into the left atrium (la) with no force with the use of radio frequency energy (possibly due to atrial septal defect or patent foramen ovale). The location on the septum appeared to be low and at the level of the pulmonary veins. The rf wire was advanced and visualized properly on ice in the left atrium (la). The sheath and dilator were pulled back into the right atrium (ra) with the wire still in the la, and it was not possible to visualize both devices. Ice was advanced into the la and confirmed by visualizing the mitral valve, left atrial appendage and left pulmonary veins. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. The rf wire and sheath were advanced to the atrial septum and positioned slightly anterior and superior to the first location. The ice catheter was advanced into the rv and it was then observed that the baseline effusion had grown larger. The procedure was cancelled, 50 mg of protamine were given to the patient and was taken for a pericardiocentesis and approximately 400 to 450ml of blood was removed. A drain was placed and sutured in place, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device is expected to return for analysis. There was no tenting on the septum with the rf wire, which was not advanced out of the sheath and dilator until confirmed they had fallen over to the left atrium. Based on ice images during the case it looked to be a low, posterior asd. A tee or new echo imaging has not been performed since the case to confirm or deny this. Unable to locate exact location for a perforation, assumed to be the cause since the baseline effusion grew in size. Patient did not require surgical intervention. Drop in blood pressure and increase in heart rate was noted. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event. It has been further reported that the patient was discharged home.